Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the implantable cardioverter defibrillator (ICD) sensing ventricular beats as well as premature ventricular contractions that were in bigeminy pattern. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.